Event description:
The manufacturer received information alleging a ventilator alarmed for a "service required" condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module pca was replaced to address the issue.